Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing itching, pain and irritation had occurred while wearing the pod between 36 and 48 hours. Symptoms began around 2 days into usage. Patient visited a dermatologist, who believed she had an allergic reaction to the pod's adhesive; patient was prescribed asteroid ointment, to be applied twice a day to the irritated area. Patient was able to resume treatment with a new pod application, and avoided using the affected site for 2 weeks at the advice of the doctor.